Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as surgical damage. And observed, total delamination on the valve assessed, as adhesive failure. Additional observations: observed, wear abrasion on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.